Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was able to confirm the reported issue. The root cause was determined to be a faulty keypad. The keypad was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus button sometimes worked and sometimes did not. There was unknown patient involvement and unknown patient harm.